Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Corrected information: h6 component code and problem codes have been corrected. Please disregard the problem code that was selected in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the crack in the distal end occurred due to physical stress during user handling. Additionally, the foreign material in the inside light guide lens was likely due to a crack. Since the foreign material adhered to location other than outer surface of the scope, the user could not remove the material by reprocessing. The root cause of both reportable events could not be determined, however. The event can be [detected/prevented] by following the instructions for use which state: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material found inside light guide lens and the adhesive between distal end and server plug-in was cracked and had a gap. There were no reports of patient involvement.